Event description:
A patient sample that produced positive reactions in wells 1,2 and 4 with capture r ready screen on galileo was tested on the same machine, resulting in negative reactions with capture-r ready ID (crrid).

Manufacturer narrative:
The customer returned product and a sample from the patient for investigation testing. The returned sample and an in-house sample containing anti-fya were tested with the returned crrid lot id099 on an in-house galileo. Both samples reacted with all fy(a+) cells.